Event description:
It was reported that the patient experienced swelling at the internal neurostimulator (ins) site. It was noted that the manufacturing representative was meeting with the patient to check on the pocket site. The manufacturing representative stated that 'the patient was in the hospital for what she believed was unrelated to the therapy, but she did not know for sure.' It was unknown if there was any trauma to the ins area. It was noted that 'an infection was unlikely because the patient was implanted in 2007.' Additional information received reported that the patient was discharged from the hospital. The manufacturing representative stated that 'she did not have a chance to see the patient and the physician apparently took care of the issue.'

Event description:
Additional information received reported that the patient was unable or had difficulty recharging her device following a pocket revision on (B)(6)-2012 and battery depletion occurred. It was further reported that the patient normally charged once every 2 to 3 weeks. It was also reported that the battery would "turn on and off on its own, and died even though the patient was recharging." It was noted that this was not normal battery depletion and the device was explanted and replaced. It was further noted that there was no patient injury and the patient was doing well since the implant replacement and was not having any issues.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (serial # (B)(4)) found no anomalies. The ins was functionally okay. No issues were observed with recharging of this ins. According to the trace report taken from the ins, the last five recharges done in (B)(6)2012 prior to explant were very short with the longest being 15 minutes. The recharge coupling on the last five recharges while implanted was also inconsistent being anywhere from 1 bar to 8 bars of coupling 5 to 7 minutes into the recharge session. The ins battery depleted to the lock mode on (B)(4) 2012.

Manufacturer narrative:
Product ID 3777-45, lot#, serial# (B)(4), implanted: 2007 (B)(6), explanted: product type lead, product ID 3777-45, lot#, serial# (B)(4), implanted: 2007 (B)(6), explanted: product type lead, product ID 37752, lot#, serial# (B)(4), implanted: 2007 (B)(6), explanted: product type recharger, product ID 3708140, lot#, serial# (B)(4), implanted: 2007 (B)(6), explanted: product type extension, product ID 3708140, lot#, serial# (B)(4), implanted: 2007 (B)(6), explanted: product type extension. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), product type: recharger. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type: extension.

Event description:
Additional information was received from the patient. It was reported that the patient had turned into a door frame and caught the edge of her implantable neurostimulator (ins) and the battery had been turned sideways. The patient underwent revision in (B)(6) 2012. The patient stated that when the revision was done, the battery wouldn¿t charge anymore and stopped working. The device was explanted and replaced.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the battery sticking out was pretty uncomfortable. The patient explained the battery had moved in the pocket site and she caught it on a door frame.